Event description:
A non health care professional reported following the intraocular lens (iol) implantation the patient had experienced halos anisometropia diplopia actually causing patient to have motor vehicle accident (m.v.a). The lens was explanted in a secondary procedure. Additional information has been requested and received stating the patient had experienced night blindness as the bright lights hurts his eyes. There was no harm to the patient and prognosis was good the patient issues has resolved. The patient was not hospitalized for the events.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).